Manufacturer narrative:
Plant investigation: the 9040.1 alarm code is a collective alarm code for all kinds of poisson, gaussian, and multiplicative (pgm) miscalculation. As this type of pgm alarm can be caused by different causes, there is currently not a single root cause. A 9040.1 alarm usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment should be able to continue. Manual blood reinfusion should always be possible and is described in the instructions for use (IFU). The machine files were provided to the manufacturer for review. It was confirmed that a software error occurred during treatment. The linux operating system responded with a "segmentation violation, memory fault" error which led to error 9040.1. The 9040.1 alarm is considered within the scope of the product improvement and software versions 5.03 and 6.03 were released to address some sources that lead to the 9040 alarm.

Event description:
A user facility nurse reported to fresenius that the multifiltratepro machine encountered system error 9040.1 during a patient's continuous renal replacement therapy (crrt). The error occurred at an unspecified point during treatment. The machine made a loud constant noise and the filter screen displayed the error. The "switch off" option also appeared onscreen but could not be used. The nurse only managed to switch the machine off from pressing the switch button. No serious injury or required medical intervention was reported. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No samples were reported to be available to be returned to the manufacturer for physical evaluation. The machine files have been requested for review. No additional information was provided.

Event description:
A user facility nurse reported to fresenius that the multi filtratepro machine encountered system error 9040.1. During a patient's continuous renal replacement therapy (crrt). The error occurred at an unspecified point during treatment. The machine made a loud constant noise and the filter screen displayed the error. The "switch off" option also appeared onscreen but could not be used. The nurse only managed to switch the machine off from pressing the switch button. No serious injury or required medical intervention was reported. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 200 ml. No samples were reported to be available to be returned to the manufacturer for physical evaluation. The machine files have been requested for review. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.